Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connector. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an issue in the curing process.

Event description:
During an atrioventricular nodal reentry tachycardia procedure a leak occurred. A leak was noted from the tacticath catheter lumen leading into the tactisys connection port. The catheter was replaced to continue the procedure. There were no adverse patient consequences.